Event description:
A non healthcare professional reported a lens was exchanged however there is no information given on the issue. Additional information has been requested and received which states the patient experienced halos.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).